Event description:
During a coronary drug eluting stenting treatment procedure, the shaft of the taxus express2 delivery catheter broke while being advanced over the wire before entry into the hemostatic valve. There were no patient injuries or complications reported.